Manufacturer narrative:
As reported the device was difficult to open and close. No complaint device was returned for investigation. If the device is returned the investigation will be updated. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a ureteroscopy procedure, the ncircle delta wire tipless stone extractor basket was not opening or closing completely. The technician repeatedly had to open and close the device for it to work properly. The device made a clicking noise as it opened. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.